Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported aortic dissection could not be conclusively determined.

Event description:
Related manufacturer reference: 3005334138-2018-00376. During an lvot procedure, an aortic dissection was noted. Following transaortic puncture, during ablation catheter insertion, the catheter did not go through the aorta. There were no patient symptoms and no performance issues with any abbott device. The patient was followed in a stable condition.